Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / pelvic pain / chronic pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("heavy and irregular menstrual cycle"), discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding"), migraine ("migraine headache"), autoimmune disorder ("auto immune disorder") and hypersensitivity ("hypersensitivity"). At the time of the report, the pelvic pain, menometrorrhagia, discomfort, abdominal pain, vaginal discharge, fatigue, genital haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, discomfort, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. On or around (B)(6) 2016, she was told by her treating doctor that she should consider surgery for possible removal of the essure device due to complications. It was also reported that she has suffered from these symptoms for five years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / pelvic pain / chronic pelvic pain') in a 34-year-old female patient who had essure (batch no. A47949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("heavy and irregular menstrual cycle"), discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding"), migraine ("migraine headache"), autoimmune disorder ("auto immune disorder") and hypersensitivity ("hypersensitivity"). At the time of the report, the pelvic pain, menometrorrhagia, discomfort, abdominal pain, vaginal discharge, fatigue, genital haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, discomfort, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. On or around (B)(6) 2016, she was told by her treating doctor that she should consider surgery for possible removal of the essure device due to complications. It was also reported that she has suffered from these symptoms for five years. Trailing coils- left-6, right-5. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / pelvic pain / chronic pelvic pain') in a 34-year-old female patient who had essure (batch no. A47949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("heavy and irregular menstrual cycle"), discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding"), migraine ("migraine headache"), autoimmune disorder ("auto immune disorder") and hypersensitivity ("hypersensitivity"). At the time of the report, the pelvic pain, menometrorrhagia, discomfort, abdominal pain, vaginal discharge, fatigue, genital haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, discomfort, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. On or around (B)(6) 2016, she was told by her treating doctor that she should consider surgery for possible removal of the essure device due to complications. It was also reported that she has suffered from these symptoms for five years. Trailing coils- left-6, right-5 lot number:a47949 manufacturing date: 2012-09 expiration date:2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/pelvic pain/chronic pelvic pain') in a 34-year-old female patient who had essure (batch no. A47949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("heavy and irregular menstrual cycle"), discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding"), migraine ("migraine headache"), autoimmune disorder ("auto immune disorder"), hypersensitivity ("hypersensitivity") and tooth disorder ("my teeth are so bad and it sucks"). At the time of the report, the pelvic pain, menometrorrhagia, discomfort, abdominal pain, vaginal discharge, fatigue, genital haemorrhage, migraine, autoimmune disorder, hypersensitivity and tooth disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, discomfort, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, migraine, pelvic pain, tooth disorder and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. On or around (B)(6) 2016, she was told by her treating doctor that she should consider surgery for possible removal of the essure device due to complications. It was also reported that she has suffered from these symptoms for five years. Trailing coils- left-6, right-5. Lot number: a47949. Manufacturing date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added: my teeth are so bad and it sucks. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / pelvic pain / chronic pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("heavy and irregular menstrual cycle"), discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding"), migraine ("migraine headache"), autoimmune disorder ("auto immune disorder") and hypersensitivity ("hypersensitivity"). At the time of the report, the pelvic pain, menometrorrhagia, discomfort, abdominal pain, vaginal discharge, fatigue, genital haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, discomfort, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. On or around (B)(6) 2016, she was told by her treating doctor that she should consider surgery for possible removal of the essure device due to complications. It was also reported that she has suffered from these symptoms for five years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event: abnormal bleeding, migraine headache , auto immune disorder , hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.